Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product was admitted to the hospital for observation due to dehiscence. As a result, a revision procedure was performed and the device system was extracted. The patient was under observation and may receive a new device system at a later date. There were no additional adverse effects reported.